Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: jan 5, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half with the halves stuck together. The lens halves were separated and cleaned revealing one lens half was scratched and damaged. The physical characteristics of the received lens were confirmed to match that of a drn00v model lens. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted in the left eye, the patient complained of difficulty focusing and vision being blurry everywhere. The issue was identified during a post-operative examination. The lens was subsequently explanted in a secondary surgery. A non-johnson & johnson iol with +22.5 diopter was implanted as replacement. No unplanned incision enlargement, sutures, vitrectomy, or procedural delays occurred. No additional medical intervention or medication beyond the standard of care was required. The directions for use were followed. The patient¿s pre-operative best spectacle-corrected visual acuity (bscva) was 20/20-1, and 20/30+j5 post-operatively. The intended target refraction was -0.40. The patient was under-corrected but did not lose two or more lines of bscva. The patient did not have any pre-existing condition that affected calculation. The patient¿s post-operative refraction after the lens exchange was 20/20-1. The patient has fully recovered. It is unknown if the device caused or contributed to the event. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.